Manufacturer narrative:
The pt is stable. The clinic does not have any other info about pt's condition. In 2006, about one hour after the incident occurred, a gambro technical services field rep inspected the machine. He performed functional checks, verified air bubble detector, arterial and venous pressure alarm functionality, and performed a simulated treatment. He determined that the machine was operating to MFR's specifications. Per the facility's policy, the machine will be inspected by the clinic's technical mgr before it will be returned to service. Gambro renal products, senior clinical complaint investigator discussed the issue with facility's registered nurse (rn) manager. She understands that the machine is unable to detect venous needle pullout. They also discussed the nursing responsibilities to verify that the access needles are securely taped to the extremity, and to frequently monitor the access and the extracorporeal circuit. They will review their clinical policies and procedures to make sure that these issues are adequtely addressed. The phoenix operator's manual (service code 6980205, revision a, software revision 3.34, dated on 02/2005) reports the following two warnings: warning #01: "improper connections of the extracorporeal circuit may cause potential pt safety hazards, that might not be detected by the machine: for instance, hemolysis caused by kinks, clamps or other restrictions on the blood line, blood loss to the environment/air into the blood circuit due to leakage in the extracorporeal circuit." (Refer to introduction, page viii and section 5 - dialysis operation, subparagraph 5.2 extracorporeal circuit preparation.) Warning #02: "monitoring of the venous pressure could not always detect the disconnection of a venous needle from its access site, which may result in extracorporeal blood loss to the environment. When a venous needle disconnects from its access, pressure at the venous monitoring side may only decrease by the pressure maintained within the pt's access site. This pressure drop may be less than the width of the machine's venous pressure alarm window: in this particular case the disconnection of a venous needle from its access site is not detectable by the machine, even if pressure alarms and alarm windows are properly set. To reduce the risk of needles disconnection, ensure that needles are firmly secured to the access site area. Moreover, the venous pressure alarm lower limit should be set as closely as practical to the actual value without generating excessive nuisance alarm." (Refer to introduction, page xxxi and section 9 - specifications, subparagraph 9.2.7 - detection of extracorporeal blood loss.) On 11/2005, gambro dasco made a human factors evaluation study. The purpose of "human factors" study is to get a deeper understanding for the venous needle dislodgement issue from an end user perspective with respect to the existing warnings on the operator's manual and evaluate any modification to ensure our message is effectively communicated to the user, including revised warnings and developing "user friendly" training material. A follow-up will be submitted with the actual implementation date and copy of training material.